Manufacturer narrative:
Health effect-f1905 device revision or replacement. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reports "changes" in the left breast and "attempts were made to achieve the best possible result with multiple corrections". Healthcare professional reported capsular contracture (baker grade unknown), diagnosed by ultrasound and palpation. Device has been explanted and replaced with a non allergan device.